Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, lens failed to discharge from applicator correctly. The procedure was completed on same day by using unknown replacement lens of same size. There was no patient harm. There are multiple medical reports associated with different events. This file is 4 of 9.